Event description:
Cook became aware of the clinical literature article involving 6 shooter saeed multi-band ligator. " 536 patients underwent 1,472 endoscopic band ligation (ebl)... 4 hospitals in spain from 01/2010-01/2017. .. They retrospectively reviewed the medical records of consecutive outpatients with cirrhosis who underwent a scheduled ebl for primary and secondary prophylaxis from 01/2010-01/2017. Patients with ebl and active variceal bleeding were excluded.... Thirty three (33) experienced bleeding following the ebl. Five (5) of the 33 ebl procedures resulting in bleeding were due to band dislodgment. Endoscopic therapy was performed with sclerotherapy in 6 of the patients and with band ligation in 6 patients... No deaths were attributed to the use of the device." The subject of this report are the five patients who experienced bleeding due to band dislodgement.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A device failure was not reported. Rebleeding is a known complication of esophageal variceal ligation (evl) and is affected by many clinical factors such as the severity of the varices and the underlying disease progression. The ligation process may also need to be repeated. The instructions for use states: "note: more than one ligation band for each varix may be required to control acute bleeding." In addition, the user is further instructed "if more bands are required, remove endoscope and attach a new device. Note: an average of 3 to 4 ligation sessions may be required to obliterate varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Blasi a, machlab s, risco r, costa-freixas jp, hernández-cely g, horta d, bofill a, ruiz-ramirez p, profitos j, sanahuja jm, fernandez-simon a, gómez mv, sánchez-delgado j, cardenas a. A multicenter analysis of the role of prophylactic transfusion of blood products in patients with cirrhosis and esophageal varices undergoing endoscopic band ligation. Jhep rep. 2021 sep 16;3(6):100363. Doi: 10.1016/j.jhepr.2021.100363. Erratum in: jhep rep. 2022 mar 31;4(5):100476. Pmid: 34765959; pmcid: pmc8572136.